Manufacturer narrative:
Controls run on the meter at 12:53 p.m. On (B)(6) 2023 allegedly passed. The customer's meter and test strips were requested for investigation and a replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.

Event description:
It was alleged that there were questionable glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). The patient was allegedly unconscious when brought to the emergency room due to low blood glucose. The caller alleged that the meter glucose measurements were "all over the place like 53 mg/dl and 212 mg/dl". When asked to check the meter's patient result memory, these values were not observed in the meter's patient result memory. The meter's patient result memory allegedly showed the following information: at 12:08 p.m. On (B)(6) 2023, a glucose value of 219 mg/dl was measured from the patient. At 12:21 p.m. On (B)(6) 2023, a glucose value of hi (> 600 mg/dl) was measured from the patient. At 12:49 p.m. On (B)(6) 2023, a glucose value of 119 mg/dl was measured from the patient. At 1:08 p.m. On (B)(6) 2023, the patient allegedly had a glucose result of 196 mg/dl when tested with the meter. A sample collected from the patient at 1:08 p.m. On (B)(6) 2023 and tested using an unknown laboratory method allegedly had a glucose result of 33 mg/dl at 1:34 p.m. One ampoule of d50 was allegedly administered to the patient based on the laboratory value of 33 mg/dl. The patient was allegedly discharged later in the day on (B)(6) 2023.